Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had hyperglycemia. Blood glucose level was 417 mg/d when user filled reservoir in the afternoon then it went to 679 mg/dl. Customer was using auto mode feature at the time of reported high blood glucose event. Customer was treated their high blood glucose with bolus. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Drive support cap was normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Based on customer report customer did not allege insulin pump was under delivering. Customer also mentioned that the insulin pump received no delivery alerts. Customer mentioned that the no delivery alerts always resolved by changing insulin and set. Insulin pump will not be returned for analysis.